Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the blood glucose monitor continued to display low blood glucose results of 8.0 mmol/l before or after a meal, but the patient experienced symptoms of physical discomfort, including swelling, and lack of energy. The patient went to the hospital and the blood glucose result was 14.0 mmol/l. The timeframe between the results was not provided. The patient was treated with insulin at the hospital and was in the hospital for a week.